Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) one-link needle-free IV connectors had disconnection issues before priming. It was further stated that the connector keeps popping off the unspecified extension sets and can be easily disconnected if pulled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.